Event description:
Recipient contacted customer service via email and stated the following: "I have not wore my processor for about 6 months as its was not working. I finally received a replacement one and when I put it on it shocks the roof of my mouth. Not sure what to do now." The shocking occurred when the recipient used the device for the first time.

Manufacturer narrative:
Additional information: according to the information received, the patient experienced a strong, unpleasant shock in the roof of the mouth when using a new audio processor for the first time. During device investigation of the audio processor, the device works within specification. The reported issue is likely related to a post-operative migration of the active electrode out of cochlea. Reportedly five channels are extra-cochlear. No further information has been received despite requested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient contacted customer service via email and stated the following: "I have not wore my processor for about 6 months as its was not working. I finally received a replacement one and when I put it on it shocks the roof of my mouth. Not sure what to do now". Customer service instructed user to stop wearing her processor immediately, and it will be replaced again through the warranty.